Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were three devices that had cuff leaks on cuff inflation. It was noted after a cuff check was performed as standard work flow while setting up the et tube. The cuff of fourth device was noted to malfunction prior to intubation. Audible leak noted despite air inflation and maintaining mov. It was a single patient event with four subsequent cuff failures, and the fifth et tube successfully inflated. There was no patient injury.